Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative visited and found an error remaining in the log and replaced the device. There was no harm or injury reported. During the evaluation, an abnormality was found on the main board, therefore it was replaced. After replacement, the device was found to operate properly and as intended.